Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 00500104500 shell 45 mm o.d. 65776448, 802202802 femoral head 12/14 taper 28 mm diameter +0 mm neck length 3155934. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip arthroplasty. Subsequently, the patient was revised one year post implantation for pain and loosening of the construct. Bipolar hemi- pain in acetabulum, removed bi-polar liner, head and femoral head only.